Event description:
I used amo complete moisture contact solution - it immediately caused problems which by 2007, thus far I have had surgery to repair a detached retina. Date of use:2006. Event abated after use: doesn't apply.